Event description:
A malfunction was reported, identified by a malfunction code that was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. The customer did not have an available backup therapy; hence, the pump was replaced by technical support with a unit that features updated software. Instructions were provided to the customer regarding usage of the new pump and the return of the faulty device. The customer understood all guidance and acknowledged receipt of the replacement pump.